Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported loss of suction. Additional information has been requested. There are multiple related reports for this facility this report addresses patient interface # 3 on (B)(6) 2020 and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Sample was received by the investigation site for evaluation. Visual inspection of the patient interface with a photomicroscope shows debris on the applanation surface. The reported issue cannot be confirmed. No problem with the returned patient interface can be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record was traceable to the reported lot number indicating that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).